Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: d9, g3, h2, h3, h4, h6, h11. Based on the results of the investigation, the reported issue was confirmed. According to the investigation, it was possible that water or moisture entered the scope, and the moisture damaged the image sensor unit and the circuit board inside the connector, which led to the occurrence of the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had an e315 (incompatible scope) error code. It is unknown when the issue occurred. There were no reports of patient harm.